Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable lipc lipase colorimetric assay result for one patient sample tested on a cobas 8000 c 502 module. The initial result was not reported outside of the laboratory. The sample was rerun on the same module and two other cobas 8000 modules. Sample (B)(6) had an initial lipase result from the first module at 12:54 pm of 153.2 u/l with a data flag. The first repeat result from the first module at 1:36 pm was 18.7 u/l with a data flag. The second repeat result from the second module was 19.0 u/l. The third repeat result from the third module was 19.1 u/l. The reagent lot number is 58209601 with an expiration date of 31-oct-2022.

Manufacturer narrative:
The investigation determined that reagent issues can be excluded. The field service engineer (fse) cleaned the probes and rinse stations. He confirmed that the module was again running within specifications. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.